Manufacturer narrative:
2 lots were affected #210379 and 204868 and the information in the form is for both the lots.

Event description:
Customer had two mal-1001-01 not deploy properly during surgery.